Event description:
It was reported on an external medwatch #210012-2000-0007 that the one pmw35 was used during an unknown procedure. It was reported that the skin stapler stuck during closing. There was no pt consequence.